Manufacturer narrative:
(B)(6). Product serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lenses (iol) had trailing end haptic. Consequently, the iol did not unfold and twisted correctly. There were no handling error, patient complication, injury, medical intervention, incision enlargement, suture, and vitrectomy required. It was noted that there was one (1) minute delay during the procedure. No additional information provided.